Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm absence of no delivery. Customer's blood glucose at time of incident was 268 mg/dl. The customer stated that he ran out of insulin, does not have 20 units left and empty reservoir. The customer was unable to perform high pressure test because he doesn't have the tubing clamp and assisted in resetting fixed prime to the correct amount. The customer was advised that back pressure was needed to produce the alarm. Customer was advised to call back when he gets home and gets his tubing clamp. The customer was advised to monitor pump.